Event description:
Pt reported obtaining back-to-back blood glucose results of 11 mg/dl, 12 mg/dl, and 188 mg/dl, while using the suspect device. Pt indicated that no action was taken based on these values. No patient injury was reported and no treatment was received. Valid quality control testing had not been performed on the device (pt's control solutions were expired). Technical support requested the return of the suspect product and replacement product was shipped.